Manufacturer narrative:
H10: thirteen (13) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The clamps of the returned samples were force tested, and it was noted that the clamps had a higher closing force than expected. The reported condition was verified. The cause of the reported condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unspecified quantity, at least, eight (8) exactamix® 1500 ml dual-chamber eva bags were difficult to close; further described as the customer ¿had to use significant force to close the clips or they could not close them at all and had to replace them entirely¿. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.